Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure code.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro c-ring scope washer tubing broke. No tubing piece broke off in the pt and nothing had to be retrieved. It was a clean break. The c-ring did not break in half, just the scope washer tubing. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.